Manufacturer narrative:
(B)(4). The system error 2240 complaint is confirmed due to the animal damage described by the caregiver, who stated a dog had bitten a hole in the drain line. Holes in the disposable set can introduce air into the system and cause the alarm. The homechoice at-home patient guide warns patients of fluid pathway contamination resulting from a pet biting the disposable set. To reduce this risk, do not perform dialysis in the same room as pets or animals. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. If additional relevant information is received a follow-up will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in line) during therapy on the home choice (hc). The caregiver (cg) needed assistance to get back to the very beginning on the hc. The cg called earlier and said that the dog bit a hole in the drain line and after the cg spoke with baxter, the hc alarmed. The technical service representative (tsr) advised the cg to cycle the power on the hc again one more time and it'll get back to the very beginning on the hc. The standard mode was on and press go to start prompts came on the hc. The home patient (hp) resumed with using hc successfully. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional relevant information is received.